Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the objective lens unit broken, the light guide cable buckled, the suction channel buckled, the lg prong corroded, the bending rubber leaky, the root brace rubber cut, the remote control buttons cut, the air/water nozzle loosened, the eog valve loosened, the insertion flexible tube (ift) worn out, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.